Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.

Manufacturer narrative:
This report is submitted on january 24, 2020.

Event description:
Per the clinic, the patient never experienced a benefit with the device. The device was explanted on (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.